Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with alarm. Our field service engineer (fse) investigated the ventilator on site. The ventilator alarmed a technical alarm indicating sound level too low. Fse found a plastic bag with an ambu bag and a mask hanging from the ventilator. These were removed, as they were obstructing the speaker and causing the error. There was no ventilator malfunction. The device passed all performance and safety tests according to factory specifications and returned to the customer for clinical use. During startup, the loudspeaker is checked using a microphone. Do not touch the user interface during system startup. Interfering with the knobs, keys, touch screen, loudspeaker grid, etc, may affect the internal technical tests.

Event description:
It was reported that the ventilator had an issue with alarm. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).